Event description:
A malfunction alert for a pump was reported by a distributor in norway, with the specific error noted as 9-0x20f1. The user restarted the pump, and the alert did not recur. There was no reported impact on the customer¿s blood glucose level as this information was unavailable. The pump was confirmed to be within warranty, and the customer was informed of the need for a replacement. The customer was instructed to return the problematic pump using a pre-paid label and was provided with storage mode instructions for transport. The customer declined to share information about any backup therapy to ensure continued insulin delivery. A replacement pump was sent to the customer.